Manufacturer narrative:
No further investigation was needed for this incident in which the device (B)(4) was involved. (B)(4) has been raised in our quality management system to replace articulated arms.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the artuclated mechanical arm and not the rosa robot.

Event description:
It was reported that during a surgery the surgeon noticed that the articulated arm was old, dirty, rusty and difficult to use.

Manufacturer narrative:
The device articulated arm has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery the surgeon noticed that the articulated arm was old, dirty, rusty and difficult to use.